Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during the procedure, the subject coil detached prematurely inside the microcatheter. The physician pushed the subject coil into the aneurysm and completed the procedure successfully. No clinical consequences were reported to the patient due to this event.

Event description:
It was reported that during the procedure, the subject coil detached prematurely inside the microcatheter. The physician pushed the subject coil into the aneurysm and completed the procedure successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes), there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, functional testing as well as visual testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause and the device was not returned, an assignable cause of undeterminable was assigned to this event of main coil prematurely detached/separated during use.